Manufacturer narrative:
Right atrial (ra) lead incorrectly stated in event description; event description updated to correctly state right ventr icular (rv) lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds which caused the implantable pulse generator (ipg) to exhibit early battery depletion. The ipg was removed and replaced and the rv lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted (B)(6) 2019; w1tr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds which caused the implantable pulse generator (ipg) to exhibit early battery depletion. The ipg was removed and replaced and the rv lead was reprogrammed. No patient complications have been reported as a result of this event.